Manufacturer narrative:
Product event summary #(B)(4). The actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted device alerts low battery voltage recommended replacement time (rrt). Time of rrt in save to disk on (B)(4) 2012 device rrt<(><<)>=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(4) 2012 and (B)(4) 2012. One low battery voltage alert on (B)(4) 2012.

Event description:
It was reported that the device was suspected of early battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead: (B)(6) 2008. 4549 competitor implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.